Event description:
Alleged the brakes would not hold the bed.

Manufacturer narrative:
The facility performed the repair on the bed and found the cam pivot was broken, which did not allow the brake pedal to set.